Event description:
Litigation alleged the patient suffered pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition, and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
Update: - medical records obtained. Records indicate patient was revised due to elevated metal ion levels. Also noted were heterotopic ossificans and metallosis. There was no new information that would change the outcome of the investigation. (Left hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.